Manufacturer narrative:
Update to d9 (device availability), g4 (PMA/510k number), h3 (device evaluated by manufacture), h6 (component code, type of investigations, investigation findings, investigation conclusions) and h10 to reflect device evaluation. The 16f esheath+ was returned to edwards for evaluation. Visual examination revealed the following: liner bunched and delaminated at distal end of sheath shaft, delaminated portion is 2" in length, c-marker is present, minor soft tip damage, sheath shaft scratches, wrinkling seen on strain relief of sheath, 0.5" from distal end of strain relief, scratches noted on distal end of strain relief, the liner is fully expanded, and the distal tip opened, and curvature noted on sheath. Imagery was reviewed and revealed that a crimped valve on the inflation balloon, partially retracted into the sheath, and exposed sheath liner. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed other similar reported events. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The esheath+ IFU, commander IFU, prep manual for sapien 3 with edwards commander and esheath+ and procedural manual for sapien 3 with edwards commander and esheath+ were reviewed for instructions and guidance. The procedural manual provides guidance on thv retrieval through sheath. Thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward, and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved the crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve and do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath liner delamination was confirmed through evaluation of the returned devices and imagery. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'the balloon ended up rupturing. The valve, delivery system, and sheath were all removed simultaneously (with the valve partially covered by the sheath at removal). The commander and sheath that were removed in unison. Photo provided was unclear but we felt it may be some tissue or plaque. The patient did not have a dissection that we could appreciate, however they did place a covered stent in the vessel to be on the safe side after the final sheath was removed.' As per follow-up information, patient had 'moderate tortuosity'. Per evaluation of the returned device, the liner was bunched and delaminated at distal end of sheath shaft, approximately 2 inches in length, suggesting that there may have been difficulty withdrawing the delivery system through the sheath. Curvature was noted on the sheath, suggesting presence of tortuosity in the access vessel. Tortuosity can create suboptimal angles and lead to non-coaxial alignment between the delivery system and sheath during withdrawal, which can cause the delivery system and/or valve to catch onto the distal tip and liner of the sheath. Additionally, as the valve was found on the inflation balloon, the valve profile will be larger than if found on the crimp balloon, this will create a higher possibility of the valve to catch onto the distal tip and liner, leading to the reported liner delamination. It is also possible excessive device manipulation was used, leading to the reported liner delamination. In this case, available information suggests that procedural factors (withdrawal of crimped valve) and patient factors (tortuosity) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 29mm sapien 3 valve via subclavian approach, the first valve would only mount roughly 2/3 of the way onto the balloon. The fine adjustment wheel would not pull the balloon back to the appropriate position for valve mounting and the balloon ended up rupturing. The valve, delivery system, and sheath were all removed simultaneously (with the valve partially covered by the sheath at removal). The second sheath, delivery system, and 29mm valve were prepped and delivered safely. The patient left the room in stable condition. A photo provided of the delivery system (ds) and sheath showed tissue-like material and a stent was placed to be on the safe side. Although there was no evidence of a dissection that the team "could appreciate", the operator placed a covered stent in the vessel. The pre-decontamination findings indicated that the liner was bunched and delaminated at the distal end of the sheath shaft. The delaminated portion was 2" in length.